Event description:
The customer states the device's sync marker is marking "p" waves. There was no report of pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.